Event description:
Infant's temperature registered 102 degrees rectally. Subsequent temperatures taken with same device registered 102 degrees or greater. As a result complete sepsis work-up done on infant which included lumbar puncture and intramuscular antibiotics. Later into shift, rn checked own temperature with same device which then registered 103 degrees. Rn confirmed not to be illdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.